Manufacturer narrative:
During the requested site visit, the field service representative (fsr) determined the tubing, peristaltic head (rohs) (part number (pn) 7-35009685-02) was worn from normal use. The part was replaced which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c4000, serial number (sn) (B)(6) found no subsequent issues have been reported pre or post service replacing the parts. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect c4000 service and support manual contains adequate information for the troubleshooting, removal, and replacement of the part. A review of the architect c4000 platform revealed no systemic issues or trends associated with the discrepant result issue described in this complaint. A 12-month review of trends for the tubing, peristaltic head (rohs) found no trends related to the issue. Based on the investigation no product deficiency was identified for the architect c4000, sn (B)(6), or the tubing, peristaltic head (rohs) (pn 7-35009685-02).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated creatinine results on one patient generated on the architect analyzer. The results provided were: (B)(6) 2020 sid (B)(6)= (B)(4). There was no reported impact to patient management.